Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01772. It was reported that one of the leads had migrated. The issue was confirmed via x-ray. In turn, the lead was explanted and replaced to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.